Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261212j/13549741, pxc121000j/13289759, pxl161207j/13308021, pxl161007j/13482688) to repair an abdominal aortic aneurysm. Prior to the device implant, the proximal neck is over 90-degree. Several dissection were suspected at from descending aorta to just below renal artery. After the deployment of the endoprosthesis , the procedure concluded with any issue. The patient tolerated the procedure. On (B)(6) 2015, follow up computed tomography (CT) revealed a new aortic dissection at around the proximal neck. The physician elected to monitor because this dissection was not serious one. Regarding the root cause of the dissection, the physician commented three reasons. It took a long time to do the cannulation. The wall of a vessel was fragile. The proximal neck is over 90-degree. No further information was obtained.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).